Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) was difficult to enter due to the tortuosity of the vessel. The user pulled the unknown sheath back and tried to enter the product again, but entry into the product failed. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. During the visual inspection of the device, it was observed that button 1 and button 2 were not depressed, and the stopcock was found in the open position with a syringe attached to the unit. The sealant was present in the device, exposed due to the sealant sleeves that showed a frayed/split/torn condition. Per functional analysis, a sheath insertion/withdrawal evaluation could not be executed due to the condition of the sealant sleeves that impeded the insertion into the sheath. However, due to the premature sealant exposure observed, a deployment evaluation was executed. During the deployment mechanism evaluation, button 1 was fully depressed, and the sealant was deployed as expected. Nevertheless, during the deflation of the balloon required to complete the balloon retraction, it was noted that the inflation/deflation mechanism was compromised due to large amounts of saline solution substrate located inside the balloon, and therefore inside the inflation lumen as well. Even though the balloon deflation was not totally achieved, button 2 was depressed, and the retraction mechanism was confirmed to be working as intended. A high-magnification evaluation was executed to evaluate the sealant sleeves portion of the device. During this analysis, premature sealant exposure was observed along with a frayed/split/torn condition of the sealant sleeves. Additionally, saline solution substrate was observed inside the balloon and on the syringe¿s luer lock internal walls. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was difficult to enter due to the tortuosity of the vessel. The user pulled the unknown sheath back and tried to enter the product again, but entry into the product failed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was present in the device exposed due to the sealant sleeves that showed a frayed/ split/ torn condition.